Manufacturer narrative:
Additional investigation in-progress, results of the investigation will be provided in a supplement report. This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaint recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys go negative pressure wound therapy device.

Event description:
Adverse incident experiencing a problem with gauze sticking in the port and the pump not alarming.

Manufacturer narrative:
The complaint is inconclusive because the circumstances cannot be duplicated and no product was returned for evaluation. The DHR was not reviewed because no lot information was provided. In the past few years, smith & nephew has launched newly designed ports and soft ports for use during npwt. The ura has been reviewed and the harms associated with the events were deemed acceptable. Since negative pressure therapy involves various elements within a system (i.e. Pump, canister, suction port, etc.), it is difficult to determine a definitive root cause for the failure to alarm. Based on the information provided, we are unable to determine if dressing application was completed in accordance with clinical guidelines. Per clinical guidelines, it is important that the hole in the transparent film be cut to 0.6cm and the opening in soft port is properly aligned with the opening in transparent film to ensure a good seal. Additionally, we are unable to determine if the pressure setting used with the gauze dressing was in accordance with clinical guidelines. Therefore, a definitive root cause of the reported excoriation cannot be determined. In order for a blockage alarm to be triggered the fluid handling pathway must be fully occluded. If the blockage occurs at the wound site or within the fluid handling pathway and air is still reaching through the system, the pump will not alarm. In this circumstance the pump likely sustained enough of a flow rate of air to prevent a blockage alarm from sounding. In response to similar complaints associated with alarms, smith & nephew has issued car02714 to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality. Complaints will continue to be monitored.